Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were loose particles on the product, and they were unable to use it in their medical device, the heart catheter. The issue was found during qa incoming inspection. There was no patient involvement and no adverse event/human harm reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The tubing line was noted to have loose particles bigger than 0.4 mm on the tubing. During assembly, built-up loose particulates from the tube alignment gripper were stuck between the female luer and the tubing. The cause of the customer reported problem was the tube-alignment grippers close and luer is attached to the tubing, creating small particulates that stick to the gripper and grippers can scrape the tubing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.